Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient with an implantable cardioverter defibrillator (ICD) and a left ventricular assist device (lvad) received inappropriate shocks due to noise and oversensing of signals from the lvad. The device was unable to be successfully reprogrammed to mitigate the noise; therefore, was explanted and replaced. No additional adverse patient effects were reported.